Event description:
It was reported that the patient had undergone radiation therapy to the right chest area. An electrical reset was determined by patient alert tones being heard. The device was reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset for critical ram parity error, (B)(4), data=80, occurred on (B)(6) 2011 11:34:21. Additionally, one patient alert for device circuit error occurred on (B)(6) 2011 11:34:21.